Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic feeling dizzy and a surface electrogram showed bradycardia. Upon interrogation, the right ventricular lead exhibited oversensing of noise, which caused pacing inhibition. The device was explanted and replaced on (B)(6) 2014.